Event description:
The hospital reported the ivent failed during an MRI examination along with emitting smoke. The examination reportedly was terminated. It was further reported the pt died two days later. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
Under european law, pt information is considered confidential and will not be released by the hospital.